Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient stated that he has experienced low blood glucose reading for the past few days. He stated that in 2007, his wife noticed he was sweating in his sleep and she was unable to wake him. She then called the paramedics at approximately 4pm. The patient stated that he was "out" for about 20 minutes and his blood glucose measured 28mg/dl when the paramedics arrived. The patient stated that the paramedics administered a glucose injection and, after regaining consciousness, he ate. The patient stated that he felt the low reading was due to incorrect eating habits. The patient stated that two days later, his blood glucose measured 48 mg/dl at 9:30pm, and he ate to raise his readings. He stated that his blood glucose measured 30 mg/dl at 11:30am the following day, and he again ate to raise his readings. The patient stated that his normal blood glucose range is 100-120 mg/dl. Upon follow up, the patient stated that his blood glucose returned to normal and his infusion device was functioning properly. No product will be returned for evaluation.